Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was removed from the patient due to patient having pain and pocket stimulation. There is no system replacement at this time. Should additional information be received, this file will be updated.